Manufacturer narrative:
H6. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for overfill with the incident lot was not observed. The blood meniscus is visible under the bottom edge of the closure. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. Additionally, 100 retention samples from bd inventory were visually inspected and 10 retention samples were evaluated by functional testing. No issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with 36 bd vacutainer® 9nc 0.129m plus blood collection tubes the tubes were overfilled. Patient was redrawn, there was no further patient impact. The following information was provided by the initial reporter: when the blood is drawn again, the phenomenon of over-drawing is found, and after the test, it is found that the value of the test is affected. The unit did not send the report and asked the patient to redraw it when returning to the clinic. Subsequent examination and treatment are all seen by the medical examiner himself to control the volume of blood drawn. Therefore, there is no impact on the patient.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 36 bd vacutainer® 9nc 0.129m plus blood collection tubes the tubes were overfilled. Patient was redrawn, there was no further patient impact. The following information was provided by the initial reporter: when the blood is drawn again, the phenomenon of over-drawing is found, and after the test, it is found that the value of the test is affected. The unit did not send the report and asked the patient to redraw it when returning to the clinic. Subsequent examination and treatment are all seen by the medical examiner himself to control the volume of blood drawn. Therefore, there is no impact on the patient.